Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test. The insulin pump was received with cracked case at display window corners and cracked battery tube threads. The insulin pump was received with broken belt clip slot and minor scratched display window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the emergency medical services. The customer's blood glucose was 689 mg/dl at the time of incident. The customer's blood glucose was 562 mg/dl at the time of hospitalization. The customer's blood glucose was 218 mg/dl at the time of call. The customer stated that they were treating the blood glucose with the insulin pump. The customer stated that they were wearing the insulin pump during hospitalization. The customer performed troubleshooting and did not find air bubbles and leaks. The customer declined to check for site and insulin issues. The customer performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.